Event description:
Factory failure analysis revealed that the exhalation solenoid on the three station solenoid was not functioning properly. Malfunction of the solenoid as noted during use could result in an autozeroing failure. If the autozeroing task cannot be performed it can affect the accuracy of the system pressure measurement.